Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: lot number, expiration date and h4: manufacturer date are unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump was scheduled to finish however the pump never beeped. The pump was left to run longer but did not reach empty. Air was noted. 83.30 ml was given but the cartridge was dry. No patient injury was reported.

Manufacturer narrative:
D9: date returned to mfg 3/4/2024. One sample was returned for evaluation. Visual inspection revealed no discrepancies. Functional testing revealed no discrepancies. The reported issue could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.